Event description:
It was reported by the rep the device was during a laparoscopic appendectomy. It was reported the atb35 was introduced through a disposable trocar. The reloaded staple cartridge came loose from the device. The atb35 was removed and the cartridge was retrieved. Another atb35 was opened and the procedure was completed without further consequence. There was no consequence to the pt.